Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device did not work. No patient was involved. Examination of the received device found the waveguide had broken off and was not returned. The customer was notified and confirmed the piece did not fall within the patient. The issue is reported to have likely occurred during intensive manual cleaning after the procedure.

Manufacturer narrative:
Evaluation summary: one used scd26 sonicision ultrasonic dissector was returned, and evaluation of the sample confirmed the issue with a detached component. Visual inspection of the disposable handpiece revealed that the static waveguide of the jaws had broken off. The broken area was inspected under magnification to identify the point of initial contact and fracture. The investigation concluded that the titanium waveguide fractured during use and eventually broke off. The titanium waveguide shows signs of contact with a hard metallic object such as a hemostat or retractor as evidenced by the break point and metallic scraping. The user¿s guide for this system cautions users that contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. If information is provided in the future, a supplemental report will be issued.